Event description:
On 04-nov-2025 the clinical diabetes specialist reported that on 30-oct-2025 the user experienced hypoglycemia with a bg in the 30s mg/dl. The user attempted to treat the low bg with mini soda, orange juice, and honey prior to seeking additional care. The user drove themself to the emergency department where they received treatment including oral carbohydrates and intravenous dextrose and was discharged the same day.

Manufacturer narrative:
A hypoglycemic event requiring emergency department treatment was reported by the user¿s healthcare provider. Device logs reviewed indicated that the user performed a supply change shortly before the event and primed only 0.81 units before completing the process, followed by a meal announcement; however, the user did not respond to repeated follow-up attempts, leaving key details unavailable. No device malfunction has been identified based on the limited information available, and a follow-up MDR will be submitted if additional information or a device evaluation becomes available. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.